Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula instrument could not be articulated normally. There was no instrument collision observed. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument for failure analysis. The instrument was analyzed and found to have a broken distal clevis near the base of the clevis. There were no missing pieces. Further investigation found that the instrument had a dislodged cable crimp at the distal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery spatula instrument was further evaluated and the issue of a broken distal clevis was confirmed. The instrument also had a dislodged cable crimp that rubbed against the yaw pulley.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon's head was inside of the high-resolution stereo viewer manipulating instruments when the issue occurred 15 to 20 minutes after the start of the procedure. The issue was not related to the inability to move the instrument. The scaling was appropriate, and the instrument moved in the intended direction. There was no lag issue when using the instrument. There was also no shakiness or friction experienced. There was minor arm-to-arm interference and no external collisions. The issue was persistent. There was no injury to the patient. The instrument was inspected prior to use and there was no damage observed.

Event description:
Refer to h10/h11 for follow-up information.